Manufacturer narrative:
The field service specialist (fss) visited site to investigate the whitestar signature system. Fss could not duplicate the reported phaco error but verified that error was in the event log. Fss tested all customers handpieces and all passed without error. Fss found one (1) handpiece that was getting hot when in use but did not have an error. Fss replaced the max drive IV printed circuit board (pcb) with latest revision and verified unit passes prime/tune without error. Fss completed system checkout as well as verified all modes of operation and all calibrations. The unit was found to comply with all required specifications. Through follow up with the field service specialist, he verified that none of the handpieces failed, but one (1) felt warmer than others. All pertinent information available to abbott medical optics has been submitted.

Event description:
While on site to check the system for the reported failing tune on multiple handpieces and phaco errors (error code 282), the abbott field service specialist found one (1) handpiece that was getting hot when in use. There was no patient involvement reported. There was a five minutes delay to get the back up machine.